Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room due to syncope. Upon interrogation, it was noted that the patient's implantable cardioverter defibrillator (ICD) provided two shocks due to ventricular fibrillation (vf). It was indicated that the second shock was possible inappropriate therapy post unsuccessful anti-tachycardia pacing therapy. There were several non-sustained ventricular tachycardia episodes noted. The device is still in use. No further patient complications have been reported as a result of this event.